Event description:
It was reported that customer had to return 41 eaches of foley tray that have an ongoing field assurance case. They felt that the product might have all been impacted and did not want to use the foleys. Per additional information received via mail on 20jun2025, it appeared the balloon was deflating, and the catheter was falling out, on this email said there was a pin sized hole in the tubing caused a slow leak; they have the defective item in a hazard bag to ship to your quality department for investigation. This was the third time it happened here. It was noted that the given lots# were ngjx3255, ngju4341, ngjv3644.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The labeling was reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had to return 41 of foley trays that have an ongoing field assurance case. They felt that the product might have all been impacted and did not want to use the foleys. Per additional information received via mail on 20jun2025, it appeared the balloon was deflating, and the catheter was falling out, on this email said there was a pin sized hole in the tubing caused a slow leak; they have the defective item in a hazard bag to ship to your quality department for investigation. This was the third time it happened here. It was noted that the given lot#'s were ngjx3255, ngju4341, ngjv3644.